Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a neurological interventional procedure. Reportedly, the starclose se device did not deploy properly. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Estimated date of occurrence, exact date was not provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.